Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that before a laparoscopic low anterior resection, the blister of the device was found cracked but the damage didn't pass through inside it. Another device was used to complete the case. There were no adverse consequences to the patient.